Manufacturer narrative:
The additional questions were sent to the customer by (B)(6) medical in order to gather further information about the events of the incident. The following questions were asked on the 17th of july 2017: what was the procedure being performed? Was the lesion anatomy tortuous? Please indicate severity: mild/moderate/severe. Was the lesion calcified? Please indicate severity: mild/moderate/severe what was the % of stenosis? What ancillary devices (e.g. Catheter, stent etc.), if any, were used with the guidewire? If so, can you please forward the images for review? Have you noticed any bent/kink/other damage on the guidewire before it was used during the procedure? Did the user experience resistance when advancing the guidewire during the procedure? Did the user experience resistance when retracting the guidewire during the procedure? Can you please confirm that the physician retrieved the detached parts of the guidewires from the patient anatomy? How was the guidewire fragment retrieved from the patient (i.e. Snare, lasso, surgery)? Please specify. Did the physician use robust handling during the procedure e.g. Excessive twisting, pulling of the guidewire? Has there been any significant clinical delay as a result of the incident? Can you describe any remedial action taken by the healthcare facility relevant to the care of the patient? To date, the customer has not provided answers to the additional questions asked by (B)(6) medical. The complaint investigation will be completed without this information. Conclusions: inspection of returned product summary: the complaint incident contained information that the victory guidewire became fractured in the tibiofibular core during the procedure. The device was withdrawn immediately. Upon investigation of the returned device, the guidewire was found to be deformed (bent and kinked) over the entire length. The separated distal end was severely deformed - bent and kinked. This might suggest that the device was exposed to robust handling by the physician during the procedure. The distal and the proximal side of the fractured guidewire were sent for sem analysis. The micrographs showed evidence of a brittle fracture - a quite flat fracture surfaces with relatively little reduction in surface area in most areas. However there was one quadrant that did show localised micro void coalescence with stretching of the microvoids. This along with a slight swirling pattern on the fracture surface suggested that failure could be attributed to torsional overloading which exceeded the yield strength of the material. This area which showed ductile fracture was perhaps the area of weakness that when combined with torsional overloading it led to the ultimate failure of the guidewire. It was also noted that rubbing of the two fracture faces off one another may have removed evidence of the true appearance of the fracture surfaces. Chemical analysis of the distal and proximal fracture surfaces did not show presence of any secondary particles that could have initiated failure. Anything that was identified on the surface was organic contamination from the cleaning of the wire before sem analysis. The device lot history records have shown that there were no anomalies or non-conformances raised that could have contributed to this failure mode. The tensile and torque tests of the finished device were performed according to the specification and passed. The other required tests and inspections were performed and passed. There is no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to the incident. It is therefore likely that the guidewire fractured after being challenged beyond its design capabilities during the procedure and this remains the main cause of this incident. A review of the design fmea was carried out and this has indicated that the risk was included and that the current controls are considered sufficient. Method, result and conclusion codes added. (B)(4).

Event description:
Rupture of the end of a victory guidewire 195 cm in the tibiofibular core, at a non-pathological level, forcing its extraction with forceps, the device was recovered immediately, but potentially serious consequences for the patient.

Manufacturer narrative:
The distributor confirmed that the part was not returning.

Event description:
Rupture of the end of a victory guidewire 195 cm in the tibiofibular core, at a non-pathological level, forcing its extraction with forceps, the device was recovered immediately, but potentially serious consequences for the patient.

Manufacturer narrative:
Distributor has confirmed that the part associated with this incident is returning. The part has yet to be received by lake region medical. Initial investigation based on the lot history records review confirmed that the guidewires were manufactured according to the specification. The required tests and inspections were performed and passed. A follow up report will be provided.

Event description:
Rupture of the end of a victory guidewire 195 cm in the tibiofibular core, at a non-pathological level, forcing its extraction with forceps, the device was recovered immediately, but potentially serious consequences for the patient.